Event description:
Discordant low vancomycin (vanc) results were obtained on a patient's samples. The results were reported to the physician. The patient dosage was increased and subsequent vanc results did not rise in accord with physician expectations. Repeat testing by an alternate methodology were higher and in agreement with physician expectations. Patient treatment was altered based upon the day 4 measurement. There was no report of adverse health consequences as a result of the discordant low vanc result or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant low vanc results is a sample specific interferent of unknown nature. The instrument is performing within specifications. No further evaluation of the device is required.